Event description:
During preparation for a coronary drug eluting stenting treatment procedure, the stent was found to be damaged. The taxus express2 2.5x12mm drug eluting stent was not completely removed from its sleeve when it was noticed to be bent. No patient complications were reported.